Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to charge the scs system implantable pulse generator. The charger antenna was replaced, but the patient was still unable to connect and charge the generator. Consequently, surgical intervention was taken and the generator was successfully replaced with a new one.